Event description:
Reporter stated that the surgeon was using a competitor's intraocular lens with the indigo-p injector and the foam tip plunger with the sfc-25 fp cartridge. The plunger tore the trailing haptic upon insertion into the eye. The surgeon enlarged the incision and removed the lens and inserted another intraocular lens and placed a suture. Patient's preoperative manifest refraction and best corrected visual acuity was: manifest refraction: -3.00 - 2.25 @ 008, bcva = 20/20. Patient's postoperative manifest refraction is: manifest refraction: -100 -2.50 @ 007, and bcva = 20/20 -2. Patient's current prognosis is good.